Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease flat, deformation and weight to the spec. Cloudy and voids was observed after autoclave disinfection process based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was drainage. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "incision and drainage" the device has been explanted. This record is for the left side.